Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential a false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6), 2021 run #1019 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different platform analyzed on the cobas® 8800 system that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No information on sample collection or handling was provided. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The patient¿s sample was indicative of a sample nearing the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. A sample which contain this low quantity of viral material are expected to generate wavering results from run to run. The difference between the cobas® liat® system and the cobas® 6800/8800 system is in the dual-target design of both systems. The 6800/8800 sars-cov-2 test detects orf1a/b and e gene reported through two separate channels. The liat scfa test detects different regions of the orf1a/b along with the n gene of the sars-cov-2. Detection of either or both targets is considered a positive sars-cov-2. As such, results with one assay may not be reproducible with a different assay. (B)(4).